Event description:
An olympus marketing personnel reported on behalf of the customer that the cord on the 4k camera head disconnected, no image problem. The issue was found during reprocessing before a laparoscopic right supralobectomy procedure. The intended procedure was completed with the same device. There were no reported delays or patient sedation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. The device evaluation found damaged cable and evidence of leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the no image occurred temporarily due to communication failure caused by temporary flooding from damaged part on the cable coat. However, the reproduction of the reported issue was not reproduced at the repair department and a definitive root cause for the no image issue could not be identified. This issue is addressed in the instructions for use (IFU): ·never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could damage electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.